Event description:
It was reported that during a procedure to treat moderate to severely calcified lesion (5 mm in diameter and 120 mm in length) in the proximal and distal superficial femoral artery (sfa), a stealth peripheral orbital atherectomy device (oad) was initially spun in in the proximal lesion successfully. It was repositioned to the distal lesion and was spun on low and medium speed. The oad seemed to torque down and stopped when it was spun on high speed at the area of patella. The oad could not turn on again. There was difficulty during removal of the oad over the guidewire. The oad and the guidewire were removed together. When the oad was removed out of the sheath, it was noted that the driveshaft of the catheter was fractured and it was believed to be the cause of the issues during removal. It was further noted that the area of the fracture was where the shaft of oad went up and over the iliac bifurcation and was, therefore, inside the sheath. The physician rewired and the procedure was completed without any complications. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing and detailed analysis was performed on the returned device. The reported complaints of unexpected shutdown, difficult to remove, material separation are confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported unexpected shutdown, difficult to remove, material separation appears to be related to user error. The orbital atherectomy was returned engaged and stuck on a non-viperwire guide wire. There are fractured driveshaft filars protruding from the saline sheath. Detailed analysis of the fracture shows evidence of fatigue, indicating that the fracture occurred while spinning in a high stress environment. It is likely that spinning on the non-viperwire guide wire contributed to the driveshaft fracture, resulting in the unexpected shutdown and difficult to remove. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to treat moderate to severely calcified lesion (5 mm in diameter and 120 mm in length) in the proximal and distal superficial femoral artery (sfa), a stealth peripheral orbital atherectomy device (oad) was initially spun in in the proximal lesion successfully. It was repositioned to the distal lesion and was spun on low and medium speed. The oad seemed to torque down and stopped when it was spun on high speed at the area of patella. The oad could not turn on again. There was difficulty during removal of the oad over the guidewire. The oad and the guidewire were removed together. When the oad was removed out of the sheath, it was noted that the driveshaft of the catheter was fractured and it was believed to be the cause of the issues during removal. It was further noted that the area of the fracture was where the shaft of oad went up and over the iliac bifurcation and was therefore inside the sheath. The physician rewired and the procedure was completed without any complications. The patient was in stable condition. Additional information received indicated that the physician was aware that the use of oad with a guidewire that is not viperwire is inconsistent with the instructions for use (IFU).